Event description:
I'm from (B)(6), and in 2009 I had the essure coil implants which was new at the time and I wish I hadn't. When I had the procedure, I had a pelvic pain but I thought I was to be expected, then after a couple of weeks, I hemorrhaged and had blood clots. The pelvic pain got worse over the months but again I thought it was body forming tissue around the implants as to block the fallopian tubes. My periods got heavier and the pain got worse. I then thought I was pre-menopausal as I had hot flushes, nausea, my hair started to thin and I was suffering from severe bloating, I went to my doctors and had a blood test to check my hormone levels and that came back normal. I had a scan to check to see if my ovaries had shrunk and they were normal. I was (B)(6) and told I was too young to be going through the menopause. I was suffering from constant nausea and I had an endoscopy and that came back normal. I have at times felt like I was pregnant, but that is a impossibility as my husband has had a vasectomy. Over the years my symptoms have got worse, to having migraines and my periods have gone bizarre, I am having two periods consecutively, one after another in a course of 8 days. The nausea is constant everyday and this is affecting all aspects of my life. I have recently had an internal vaginal scan which showed scar tissue and is very painful, more than usual free fluid or ascites. My buttocks and my lower limbs are constantly cold. I get pain and numbness in my legs. I sometimes cannot stand up due to pelvic pain. I am telling you to highlight it is not just the women in america who are experiencing these chronic problems with the essure implants, but we too in the (B)(6) who have had the implants for a few years are experiencing long term problems too.